Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was getting a poor communication screen on the patient programmer and they could not connect to their ins. Patient services walked the patient through trying to communicate with their implant with and without the antenna, but they continued to get the poor communication screen. Patient reported that they recently changed the batteries and that they could feel their ins through their skin. The issue was not resolved through troubleshooting. Agent reviewed end of service (eos) possibility and the patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned that they had their ins battery replaced about 5 years ago due to normal battery depletion. Additional information was received from consumer on 2024-09-016 and they stated that they will replace the batter on (B)(6) 2025.

Event description:
Additional information was received from the patient. They reported that they will remove and replace stimulator on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.